Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6 medical device problem code 1494 indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular aneurysm repair (evar) interventional procedure using a 16f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.